Event description:
It was reported an aortic hematoma occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect. The closure device was successfully implanted without incident. At the conclusion of the procedure, an aortic hematoma was identified via echocardiography. The tsp was the suspected cause of the hematoma. The procedure concluded and the hematoma was monitored via transesophageal echocardiogram (tee) before the patient was transferred to the post anesthesia care unit for recovery. Heparin was reversed and 50mg of protamine was administered. Two days post index procedure, follow up imaging was performed and no additional complications were present. The patient fully recovered and was discharged.